Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy pinnacle 100 sector ii cup size 56, a pinnacle metal insert 40 mm neutral, summit tapered hip stem size 8 hi offset, and an articul/eze m-spec femoral head 40, +1.5. Soon after surgery I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Avascular necrosis and osteoarthritis left hip.